Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. No further information is available.